Event description:
During follow-up, the electrograms showed that several shocks have been delivered due to ventricular noise. Few days later, the electrical values at interrogation were normal, no noise could be reproduced and no evidence of a lead damage was observed. The lead was replaced and capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.